Manufacturer narrative:
(B)(4). Patient remains supported by the device.

Event description:
Patient initially exhibited eye and facial twitching, prompting a CT scan. While at the scan, patient developed left-sided hemiparesis. CT scan revealed bilateral disease suspected from either peri-operative or very early post-operative injury along with a small new infarct and small sub-arachnoid bleeding. Two successive CT scans over the following 2 days showed no progression. Patient has regained ability to move left arm and leg, though still exhibits weakness. The site reported that there was no change to the function of the vads throughout the event. By report the patient was appropriately supported.